Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256300. Our records show that this is the second instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A ample was returned without unit package with only the extend tubing assembly. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.

Event description:
It was reported that during infusion with a bd pegasus¿ safety closed IV catheter system there was leakage at the joint of the connection site and the extension tube. The following was reported, "event date: (B)(6) 2019 it's been noticed during the infustion that there was leakage occurred at the joint of the connection site and the extension tube during transfusion. The catheter was removed and replaced immediately."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion with a bd pegasus¿ safety closed IV catheter system there was leakage at the joint of the connection site and the extension tube. The following was reported, "event date: (B)(6) 2019. It's been noticed during the infustion that there was leakage occurred at the joint of the connection site and the extension tube during transfusion. The catheter was removed and replaced immediately."